Event description:
A caller reported an issue with a cgm displaying error 42. There was no adverse impact to the customer¿s blood glucose level. The customer successfully followed instructions provided by technical support to reset the pump, which resolved the issue, allowing the sensor session to start without further errors.